Manufacturer narrative:
Concomitant medical devices: w3dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that consistently low impedance in both configurations and no capture in bi polar configuration was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.